Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen frequently goes black or turns off. Customer¿s blood glucose level was 220 mg/dl. During troubleshooting with tandem technical support, pump was functioning as intended.